Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.